Manufacturer narrative:
Date sent to the FDA: 04/11/2011. (B)(4) - delamination. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Results: one returned opened package of mesh was examined under a stereomicroscope at 10-40x. Inside was a used trimmed mesh device, approximately 15cm long by 13cm wide. The majority of the orc layer was absence and some was bunched towards the center, discolored to an opaque dark brown color, with evidence of residual blood and/or tissue remains present on the rest of the returned mesh. No physical damage was observed, other than the trimmed edge of the mesh. The circumstances and amount of force required to delaminate the orc layer could not be determined. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a ventral hernia repair procedure on (B)(6) 2011. During the procedure, the orc separated from the polypropylene mesh during suturing. The device was removed. The case was completed with a second new product with no adverse patient consequences.